Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. The following repair activities were completed: performed service and repair functions. Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. Replaced worn fingers on pressure arm housing with tip replacement kit to correct pressure issue. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device serial number. At this point in time, no corrective action is required further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Fms vue [284002]. Customer owned. Knee arthroscopy. Pump experienced excessive pressure. 10 minute delay. No patient harm. Switched to another fms.